Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(4). Event occurred in (B)(6).

Event description:
It was reported that the patient was revised approximately two weeks post-implantation due to disassociation of the poly liner from the acetabular shell.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows significant damage to the rim and both inner and outer surfaces. The rim has several deep gouges and one area where a chip is completely missing. The inner surface has several scratches and one large gouge with part of the liner feathered out. The outside surface has several gouges, portions of the locking flange are completely destroyed, and several scallops have been sheared off. Dimensional analysis is not performed at this time due to the damage on the returned device. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.